Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, broken belt clip rails, label damage (stained and faded serial number label and faded end cap address label), corroded battery tube and cracked retainer. Cosmetic damage was confirmed at battery compartment. Retainer ring damage confirmed. Corroded battery tube confirmed during visual inspection.

Event description:
Information received by medtronic indicated that customer reported pump shows a physical damage crack at the battery hub. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.